Event description:
The syringe that accompanies the device "broke" while the product was being mixed. No add'l info regarding this occurrence is available at this time. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.